Event description:
Emergent bronchoscopy necessary during percutaneous trach procedure. Bronchoscope unable to focus after using evis 200, injection buttons, white balance, rebooting system, attempt to focus scope itself did not seem to work for doctor. Unable to visualize with scope, replaced with another scope that fit the monitor and it worked fine - able to continue the procedure, no harm to patient.biomed tested the scope functionality, no problem. Found scope focused properly. Checked for leaks - none found. Unit returned to service.